Manufacturer narrative:
Product analysis the device was returned with the balloon and distal section of the inner detached. The detached portion of the balloon and distal markerband were returned with the two markerbands present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use an evercross pta balloon during treatment of a calcified lesion in the patients right proximal superficial femoral artery (sfa). Moderate vessel tortuosity and severe vessel calcification are reported. Lesion exhibited 90% stenosis. Embolic protection was not used. A non-medtronic (cook) inflation device was used for balloon inflation. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. 50 contrast/ 50 saline was used. The vessel was pre-dilated with a 5x120 chocolate balloon. The device did not pass through a previously deployed stent. No resistance was noted during advancement of the device. Physician ballooned the sfa and upon deflation from rbp to 0 the balloon burst. Issue occurred on first inflation. As the physician was removing the balloon from the contralateral sheath in the groin, the catheter that the balloon was mounted on broke off in the patient. Physician was able to remove balloon (fully intact on the catheter that the balloon is mounted on) and the catheter by going up the leg distally by sticking the at and pushing the balloon catheter out the sheath above, previous pedal access was already gained during the case, a new access was not required to remove the catheter in this case since there already was pedal access. Hcp went from pedal, to contralateral groin to push defective balloon catheter out. The balloon catheter caught upon the sheath during withdrawal. All fragments of the balloon were retrieved. Bunching at the catheter shaft is also reported. No vessel injury and no patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.